Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the allergic reaction to the adhesive. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; changing your pod, chapter 3 / page 23. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes, chapter 11 / page 115. Infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged; signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported that while at the dermatologist, the doctor asked how she was dealing with the patient's adhesive allergy. The mother was using flonase. The dermatologist stated that she had something that might work better and prescribed betamethasone topical ointment. The patient had been diagnosed with adhesive allergies when he first started using the dexcom, a year prior to starting on the omnipod.